Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic vaporizer was replaced to resolve the issue. Block a: no patient information available to date after calls to end user 08/27/2025 and 09/04/2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.